Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Possible models could include viva c8tr01. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: repetitive non reentrant ventriculoatrial synchrony: an underrecognized cause of pacemaker-related arrhythmia. Heart rhythm 2016;13:1739¿1747.

Event description:
A journal article was reviewed which contained information regarding repetitive non reentrant ventriculoatrial synchrony (rnrvas) occurring with implantable pulse generator (ipg) use. The article reports that device interrogation showed a biventricular (bv) paced event followed by retrograde ventriculoatrial (va) conduction and atrial sensed (as) event within the postventricular atrial refractory period (pvarp). It was noted that the patient developed pacemaker syndrome. The device was reprogrammed with increased noncompetitive atrial pacing. The device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.